Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 484 mg/dl. Customer indicated that the insulin was not coming through and the tubing may have been occluded. Customer declined high blood glucose troubleshooting and phone call was disconnected. No further details provided.